Manufacturer narrative:
(B)(4)

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the receiver displayed call tech support and error 121 on (B)(6) 2016. The patient's wife did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, event problem and evaluation codes - additional.